Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced difficulty applying a dexcom g7 sensor used with the ilet system, initially believing the sensor would not deploy, after which the sensor was confirmed to be working and displayed low glucose that matched a confirmatory fingerstick. Symptoms included hypoglycemia with readings as low as 45 mg/dl and associated low glucose alerts. Outcomes included no lasting health consequences or impact. Troubleshooting and education were provided, and the user treated with oral glucose, juice, crackers, and a glucose tablet, with glucose trending upward by the end of the call. Investigation included review of device performance through user-reported data correlation between cgm and fingerstick and assessment of alarm activity and response. Investigation of this case revealed that the device functioned as intended once applied and readings were consistent with capillary glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.